Manufacturer narrative:
Date returned to mfg.: 12/12/2023. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint is confirmed. The inside of the reservoir tank is stained. An incorrect fluid was used that stained and contaminated the reservoir. The enclosure will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that in the biomed shop during testing the device was found to have contamination of the water chamber. No patient injury reported. The outcome of the event was reported as ¿has not been resolved/ongoing¿.

Manufacturer narrative:
H3 other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.